Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided. Best estimate of date of event is between (B)(6) 2019. (B)(4). Device evaluation: product testing could not be performed because the product was not returned. The complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no similar complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient had bilateral intraocular lens implants in her eyes about 5 weeks ago. Follow-up confirmed that the lenses are a zxt150, left eye (os) and a zxr00, right eye (od). Patient stated that her vision didn't change even after >1 month implant. She needs readers to be able to go about her daily activities. Further information was received recently where it was reported that after about 4 months post-op, the intraocular lens (iol) in the patient¿s right eye was explanted. This was due to patient still being unhappy with the quality of the lens. Secondary to patient not being able to see distance, she also saw fireworks when looking at street signs, and had diplopia as well. Post op, glare is better and halos decreased. The patient is scheduled to have left iol exchange in the future. No further information was provided.

Manufacturer narrative:
Correction data: upon further review, it was learned that the patient code unexpected post-op refraction is inadvertently missed. Therefore, it has been corrected in this supplemental report. (B)(4): unexpected post-op refraction. Additional information: the right iol was replaced with aab00 iol, 17.5 diopter. Device available for evaluation, returned to manufacturer on: 12/9/2019. Device evaluation: on december 9, 2019 the return sample was received. It can be seen that the lens optic is torn and there is an unspecified imprint visible on the lens, most likely to make the explant possible. No further anomalies were found. The complaint cannot be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.